Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure stent damage occurred. The physician attempted to treat a calcified, moderately tortuous lesion located in the proximal lad (left anterior descending) artery with a 3.00x12mm taxus express2 drug eluting stent. The stent delivery system was unable to cross the lesion. Outside of the body, the stent was noted to be "lifted". The procedure was completed with a different device. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
The complaint device was not returned for review; therefore, a technical analysis could not be performed. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. A review of the manufacturing documentation for this batch found that the device met all material, assembly, and product specs at the time of release to distribution. The most probable root cause for this event is operation context.